Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones as it had exhibited a high out of range shock impedance measurement of greater than 125 ohms. The ICD was reprogrammed and remains in service. No adverse patient effects were reported.